Manufacturer narrative:
Document review: must pedicle screw 6 x 55 mm: ref. 03.50.020 / lot 124476 ((B)(4) screws produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedures. Five screws belonging to this lot have been already sold. Must pedicle screw 7 x 55 mm: ref. 03.50.033 / lot 123759 ((B)(4) screws produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedures. Four screws belonging to this lot have been already sold. The main reason of the issue is highly likely a cross-threading issue, that can occur when the screwdriver is not properly positioned damaging the screw, as in this case.

Event description:
Ref imp # (B)(4).